Event description:
During a 4 month post-op x-ray, it was discovered that a screw had backed out of the patient's bone.

Manufacturer narrative:
Ctl amedica is in the process of reviewing potential MDR's from previous years, as part of due diligence to stay in compliance. This incident from 2018 was internally documented under this report number, but it could not be found on FDA's database. Therefore, this report is being submitted on 12/04/2024 retrospectively for the incident in 2018 to ensure it was officially submitted to FDA. Original manufacturing narrative: 4 months after surgery, it was discovered that a screw had backed out in a multi-level acp and acdf c3-c7 surgery. In the initial surgery, a 60mm 4 level plate was implanted with 4mm diameter screws. The surgeon felt that the 60mm plate was short and therefore explanted the screws and plate. It was replaced with a new 63mm 4 level plate. It is unknown as to the surgical technique used, if the thread of the screw may have been stripped at the time of re-insertion, the patient's condition as well as if the patient had any unreported incidents that could have caused an acute failure. There is no revision surgery scheduled as the patient is doing well. After gathering information, it was determined that there is not enough information to come to an apparent conclusion.